Event description:
The customer reported that the infusion pump was emanating smoke while in use. The customer opened the device for investigation and found the solder joints on the power supply unit disconnected and severely burnt. No external damage to the pump was noticed. The device was returned for further evaluation. The device was received for further evaluation. Analysis of the history log on the reported event cannot be performed because the battery was disconnected and the date/hour print in the device log is corrupted. A test of the connection at mains was performed to check the reproducibility of the event. The device was set to infuse at 1500 ml/hr and after 10 minutes there was a strong odor of material burning. Therefore, reproducing the customer reported event. A device internal check was performed and found the electronic power board was damaged. There were burning marks observed at the connector of mains arrival. A microscopic examination of the soldering was performed and excluded the notion of bad soldering causing the burning odor. The cause of the reported customer event was due to a faulty power supply circuit board. A short circuit inside has done a heating of the lowest point of connection. This heat has caused a beginning of fire with smoke. After repair, the device was found to meet specification.